Event description:
It has been reported to philips that the allura system displayed a warning that geometry movement was partly available and the system could not be used. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was partly available. Review of the system log file showed that there is no communication between host and geo ipc. Upon further troubleshooting actions, the fse found that the stand and table cannot be moved due to geo ipc was not powered on and it gives beeping alarm. The fse replaced the geo ipc. After replacement of the geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after restart several times, there was no impact to the patient. Based on the new information the stand and table cannot be moved issue there is a malfunction of geometrical movement, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.